Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The chief technician stated that the dialyzer was leaking around the end cap during the initiation of treatment. The leak was noticed and the dialyzer was replaced. The leak was visually observed. Estimated blood loss was 250cc's. Pt required no medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.